Manufacturer narrative:
The complainant reported, that the midline catheter had been removed on (B)(6) 2024. And a break was observed, at the 5cm mark. The patient had been seen by the complainant about one week, prior to the removal of the catheter, because the facility caring for the patient stated, that the line was not giving blood return. But, it flushed easily at that time. And there were no signs of infiltration at the time of the removal. The patient commented, that the facility staff were using a lot of force to flush the catheter. When the midline was flushed, the patient felt pain and their arm became swollen. The line was replaced with a peripheral ultrasound guided IV to complete the last two days of antibiotic therapy. No photographs of the catheter were taken. And the site would not return the catheter to avi for evaluation. A review of the lot history revealed, no nonconformances associated with the production lot. No root cause could be determined.

Event description:
Report of a break in a midline catheter.